Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant of left ventricular lead, insertion of stylet into the lead was difficult. When the stylet was attempted to be withdrawn from the lead, stylet could not be withdrawn. When the lead was eventually withdrawn it had pulled out the spiral spring from inside of the lead as well. Lead was replaced with a new lead was successfully implanted. Patient condition was stable.